Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy stent was selected for use. During unpacking, it was noted that the stent got dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. The stent was separated from the sds, it was returned on a mandrel, partially covered by a stent protector. A visual and microscopic examination of the crimped stent found damage across the entire stent; the stent struts were distorted and stretched. The inner diameter (ID) of the returned stent protector was measured and is within specification. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon, indicating correct positioning and crimping of the stent prior to the complaint event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy stent was selected for use. During unpacking, it was noted that the stent got dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported.